Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented with an alert for their implantable cardioverter defibrillator oversensing myopotentials. Programming changes were suggested, but not made as of yet. No patient consequences reported.